Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the lighthead power supply component required replacement resulting in the reported event. The technician replaced the lighthead power supply, tested the unit, confirmed it was operating according to specification, and returned it to service. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that one of the lightheads for their harmonyair m-series surgical lighting system turned off during surgery resulting in a procedure delay. The user facility personnel utilized the second lighthead to complete the procedure successfully. No report of injury.